Event description:
Information was received that during use of this smiths medical cadd administration sets, the set tubing to the pump bent in half and broke. It was reported that the patient presented to the ER to have the port flushed and disconnected from broken tubing. No adverse effects were reported.